Event description:
Boston scientific received information that during a follow up visit, this right ventricular (rv) defibrillation lead had caused 15 inappropriate shocks due to noise on the rv channel. In addition, loss of capture at 7.5v, fluctuating pacing impedances from 400-900 ohms, and a decrease in shock impedance from 60-23 ohms were noted. The noise was reproducible with arm movements and body movements. A lead malfunction due to a conductor issue was suspected. Due to the out of range measurements and noise on the rv channel only, a lead integrity issue was suspected. The device was programmed to monitor only to prevent the inappropriate therapy. On (B)(6) 2011, additional information was received that a revision procedure was performed. The rv lead was deactivated and a whole new system was implanted on the opposite side. No additional adverse patient effects reported.

Manufacturer narrative:
The right ventricular lead was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.